Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 for a seizure caused by low blood glucose. The customer was on preparation for an upcoming colonoscopy and could not eat; their blood glucose decreased, they had a seizure, and hit her head as a result. The fall caused two black eyes as well. The ems brought the customer to the hospital. The customer was wearing the insulin pump at the time of hospitalization. The customer was treated with ivs and glucose. The customer was released once their blood glucose increased. The customer stated that the paramedics returned to her residence the next day and treated her at home with an IV. Troubleshooting did not occur for the insulin pump. The insulin pump was not returned for analysis.